Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was performed. The insulin pump functions properly. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.